Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the catheter leaked from the blue connector. No further info was provided. Implantation and explantation dates for the catheter were not provided. No harm or injury was reported.